Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving higher scan results when compared to readings obtained on an hcp meter and experienced a seizure and loss of consciousness. Customer had contact with an hcp and was treated with glucose via intravenous infusion for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.